Event description:
Customer reported erroneous low access estradiol test results were obtained for two patient samples when using the unicel dxi 600 access immunoassay system. The erroneous low test results were not reported out of the lab. Repeat analysis was performed using a different lot of access estradiol reagent. The test results were higher and determined to be accurate. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This is event 1 of 2 reported by this customer. The two pts were tested on two different dates. An MDR was filed for each of the two pts.

Manufacturer narrative:
Sample info was not provided. Quality control and instrument performance info was not provided. Instrument was not serviced. Root cause was not determined. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for add'l reportable event. This is event 1 of 2 reported by this customer. The related MDR is 2122870-2011-04671.